Manufacturer narrative:
The device has been requested to return to the manufacturer for investigation. This is in transit. A follow up report will be submitted with the conclusions from the investigation.

Event description:
During a case it was reported that there was a hardware fault message and a flashing red/yellow light on the pump. A back up was used to complete the case successfully. We consider blood flow interruptions to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
The device was tested upon receipt by the manufacturer. Comprehensive testing was performed; however, the fault was unable to be reproduced and no evidence was found to indicate a possible failure mode.

Event description:
During a case it was reported that there was a hardware fault message and a flashing red/yellow light on the pump. A back up was used to complete the case successfully. We consider blood flow interruptions to be reportable, despite no harm to the patient involved.